Event description:
The medwatch report states an invacare reliant 450 full body sling lift was being used to transfer a pt from the bed to chair when the bolt that attaches the sling hardware to the mechanical lift arm allegedly worked its way out, causing the pt to fall to the floor. Serious injury is alleged, however there are no details of the alleged injuries.

Manufacturer narrative:
MFR rec'd a medwatch copy from user's facility. Info indicates during an attempted transfer of pt hardware had become loose and pt fell. Device has been in svc for 30 months and maintenance history is unk. Current user guide covers this area. MDR filed based on injury.